Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; planned treatment was performed by the customer when the issue occurred, and the procedure was completed as planned by using the same system. The philips field service engineer (fse) inspected the system on site and confirmed that the system had x-ray tube issue. Review of the system log file showed that tube current warnings indicated that the tube filament was defective. To resolve the issue, fse replaced x-ray tube and performed generator calibrations. The defective x-ray tube was returned to philips for analysis and the investigation confirmed that the filament had worn out, resulting in the failure of the tube due to a blown small filament. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is a scenario where x-ray tube issue occurred and the procedure can be completed as planned on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had x-ray tube issue. No harm was reported to philips. Philips has started an investigation of this complaint.